Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the first step of laparoscopic sleeve gastrectomy, the reloads did not fire after pressing the green button of the stapler. An immediate replacement of the product was done to complete the case. There was no patient injury.